Manufacturer narrative:
Per information received from customer: user applied headband without prior training or info from covidien. The headband was applied tightly and sensor was not checked for more than two days. Patient was also on noradrenaline, which is known to thin skin tissue. It is unknown what treatment was given to treat patient. Covidien representative is providing training and education to nurses. Lot number is unknown, therefore the date of manufacture cannot be determined. Per oximax maxfast directions for use: instructions for use: the sensor may be used on the same site, just above the left or right eyebrow, for a maximum of 12 hours, provided the site is inspected routinely to ensure skin integrity, correct positioning, and adhesion of the sensor. Because individual skin condition affects the ability of the skin to tolerate sensor placement, it may be necessary to change the sensor site more frequently with some patients. Precautions: applying the headband too tightly can lead to inaccurate saturation measurements, or possibly to temporary pressure marks from sensor.

Event description:
The customer stated that after 8 hours of having the sensor in use, the patient showed skin injury. The headband was very tightly so that pressure spots appeared. Necrosis of the skin was observed. The customer was using the max fast with headband.